Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the speed became slow on the compact air drive device. During the pre-repair diagnostics assessment, it was determined that the housing was very old and damaged and the coupling shaft had a small crack. It was further determined that the device failed for check status of development, general condition, check for untrue running, check for excessive noise, check the power with test bench min 110 to 160 w and for check starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.